Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. It was observed during the surgery that placement of the cuff was slightly too distal and that may be the reason why it needed replaced. The aus was explanted and replaced. There were no additional patient complications reported.